Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced stopper popping off of the tube. The following information was provided by the initial reporter. The customer stated: call received from bd employee stating that customer was having problems with tubes. Tops are popping off.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes, the device experienced stopper popping off of the tube. The following information was provided by the initial reporter. The customer stated: call received from bd employee stating that customer was having problems with tubes. Tops are popping off.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-07. D4: medical device lot #: 1228171. D4: medical device expiration date: 2022-aug-21. H4: device manufacture date: 2021-oct-31. H6: investigation summary: bd received (B)(4) from the customer in support of this complaint . All (B)(4) were inspected for damage with 0 visible defects. Functional testing was performed on 10 of the 29 customer sample tubes and the cutomer's indicated failure mode of stopper pop off was not observed. Additionally, 10 production lot in-house retention tubes were visually and functionally tested and the issue of stopper pop off was not observed as all tubes were within specification limits with no issues observed with the stopper function. Bd was unable to confirm the customer¿s indicated failure mode because the customer samples and the retention samples did not exhibit the customer¿s failure mode of ¿stopper pop off¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.